Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, cuffs, link, needle tip and monofilament were not returned with the device. Analysis of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the inspection criteria and the analysis of the returned components, the reported needle to cuff miss could not be confirmed and no root cause could be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device code at the time the investigation was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred. A starclose se device was used to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.